Event description:
It was reported that during an unknown procedure, the device fired three to four malformed clips. Another device was used to complete the procedure. There was no adverse patient consequence.

Manufacturer narrative:
D4; h4,6: information anticipated, but unavailable at this time.